Event description:
It was reported that there were concerns of a premature battery depletion(pbd) for this pacemaker device. A boston scientific technical services (ts) consultant mentioned that the transmission from may 2022 showed a power consumption of 48 microwatts so the power consumption has actually decreased since then. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that there were concerns of a premature battery depletion(pbd) for this pacemaker device. A boston scientific technical services (ts) consultant mentioned that the transmission from may 2022 showed a power consumption of 48 microwatts so the power consumption has actually decreased since then. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the battery longevity dropped from 1.5yrs to 1yr in approximately 5 months.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. A boston scientific technical services (ts) consultant mentioned that the transmission from (B)(6) 2022 showed a power consumption of 48 microwatts, so the power consumption has actually decreased since then. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the battery longevity dropped from 1.5yrs to 1yr in approximately 5 months. Additional information received indicated that this device explanted and successfully replaced. No additional patient adverse effects were reported. This device is returned for analysis.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. A boston scientific technical services (ts) consultant mentioned that the transmission from (B)(6) 2022 showed a power consumption of 48 microwatts, so the power consumption has actually decreased since then. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the battery longevity dropped from 1.5yrs to 1yr in approximately 5 months. Additional information received indicated that this device explanted and successfully replaced. No additional patient adverse effects were reported. This device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report captures additional information of the explant of this device and impact on the patient. This report contains additional information in section b5 describe event or problem and h6 device codes.